Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that during the MRI scan patient experienced warmth at the lead site. It was confirmed that the system was in MRI mode. Patient felt the burning sensation even post MRI, additional information received that patient turned on the system later on and issue was resolved.